Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, patient factors (mild calcified annulus and stj, significant vascular disease and moderate calcified arteries) likely contributed to the balloon burst which contributed to the withdrawal difficulties and nose tip separation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
(B)(4). Investigation is underway.

Event description:
As reported by a field clinical specialist, while deploying a 26mm (B)(6) 3 valve in the aortic position via transfemoral approach, once the balloon was fully expanded the balloon ruptured. The valve was deployed and looked good on imaging. Upon withdrawal of the delivery system the ruptured balloon got stuck at the top of the esheath causing withdrawal difficulty. As a result the balloon and tip/nose cone of the delivery system became detached. A femoral artery cut down was performed to remove the whole system. The patient had a mildly calcified annulus and (B)(6). The patient also had significant vascular disease and moderately calcified arteries.